Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient underwent a lead extraction for noise previously observed on this right atrial and the associated right ventricular (rv) lead. The patient was not pacemaker dependent. The patient later expired, likely due to a perforation caused by the extraction of the rv lead.